Event description:
The biosign test pack provides biological testing and monitoring on pre-vacuum sterilization cycles which includes instant verification that a particular sterilization cycle was exposed to sterilization parameters and a biological indicator with growth media that requires a 24 hr incubation period. The report stated that the integrator did not completely turn green. Instructions for use state that a pass is demonstrated by an integrator color change from purple to green. If the green is not observed, have the sterilizer checked for proper operation, then repeat the test. The color not changing to green indicates a failure of a sterilizers' cycle reaching the required sterilization parameters and is not considered a malfunction of the integrator. The investigation is continuing and a follow up report to be submitted upon conclusion.